Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was unable to rewind. Customer's blood glucose was 400 mg/dl, treated with manual injection. Customer declined troubleshooting for high blood glucose. No troubleshooting was performed for prime anomaly. Customer is not returning the insulin pump for analysis.